Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n515425, implanted: 2015-(B)(6), product type: accessory. (B)(4).

Event description:
It was reported that there was a lead/extension issue of the anterior leads. There was no alleged product issue. X-rays were taken for diagnostic testing or troubleshooting. The patient would have a lead revision on april 14 at 11 in the morning to correct the lead position; therefore, the actions required as a result of the event was a revision. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event which included pain at the lead location. When programming the patient, they just kept saying it hurt and they got better relief when the stimulator was off. The patient had surgery the day of the report and the healthcare provider (hcp) was unable to replace the lead. The patient¿s anterior lead was removed and not replaced. The patient was left with one ¿good¿ lead and was getting good coverage with that one lead.